Event description:
Caller reported an alarm due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.